Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to hematoma and an infection at the site. No new device was implanted. No additional adverse patient effects were reported.